Event description:
It was reported that a patient presented with swelling and redness on the pacemaker pocket area; the physician found hematoma. The physician elected to explant the pacemaker. There were no patient consequences.